Manufacturer narrative:
External insulation abrasion was noted at 6.5-6.7cm from the connector pin, consistent with lead friction to the ICD. External insulation abrasions were noted at 32.5-33.5 and 48.0-48.5cm from the distal end. Externalized conductors due to external and internal insulation abrasions were noted at 20.0-27.0cm from the distal end. The etfe coating was intact at these locations. External and internal insulation abrasion was noted at 7.7-15.0cm from the distal end. The sensing conductors were abraded and fractured at 10.0cm from the distal end. The inner coil was exposed from 10.0-10.5cm from the distal end. The sensing conductor was fractured at 1.5cm from the distal end. The rv conductor was fractured at 10.0cm from the distal end.

Event description:
It was reported that during device change out for a competitors device externalized conductors were observed on the lead. The lead was explanted. The patient condition was stable.